Manufacturer narrative:
Customer return only 1 ea reservoir instead of 9 ea. Evaluated 1 open or used reservoir. Performed pre-fill reservoir test. Found no air bubbles or leak anomaly during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir, performed manual test appendix g and found plunger easy to release from stopper-plunger. Also inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a a paradigm pump. Conclusion: reservoir do not leak. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and reservoir was leak at the past second o ring and also stated that reservoir had air bubble. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump was dripping out insulin. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm but unable to complete insulin pump rewind. The insulin pump and reservoir will be returned for analysis.